Event description:
During a breast augmentation, the patient had sustained two full-thickness burns below the pad site. One burn was approximately 1.75 inches by 2 inches. The other burn was approximately .25 inches by 1 inch.

Manufacturer narrative:
Although the device was not returned to conmed for an evaluation to attempt to determine the root cause of the injury, conmed is filing this report due to the severity of the injury sustained. The patient required skin grafts as medical intervention for the two burns. Device was discarded by the facility.